Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 video was provided by the customer for investigation. The video was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer "takes a sample from a patient using the blue lid x 2.7ml bd vacuum tube, respecting the vacuum with which it comes, later finding in hemostasis that the blood exceeded the relevant levels according to the tube.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer "takes a sample from a patient using the blue lid x 2.7ml bd vacuum tube, respecting the vacuum with which it comes, later finding in hemostasis that the blood exceeded the relevant levels according to the tube."